Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. The patient reported that it didn't work and it was causing discomfort in the area. No further complications anticipated.